Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began at an unspecified date and time during the last week of (B)(6) 2011. The cca was advised by the patient that she manages her diabetes with pills (unknown type and dosage), diet and exercise. The patient denied making any changes to her normal diabetes routine in response to the alleged issue with the subject meter. Four weeks after the reported issue began, the patient claimed to have developed symptoms of "sweating" and in response to the symptoms, self treated with "5mg of glyburide" at an unknown date sometime at the beginning or mid (B)(6) 2011. At the time of troubleshooting, the cca determined that the alleged issue was due to misuse of the product. The patient informed the cca that the subject meter was dropped in water. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and that she received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.